Event description:
Pt states she had silicone implants inserted in 1/77 at age 51. She had partial mastectomies in 1974 for fibrocystic mastitis. The implants ruptured. She has reason to believe this has caused thyroid (goiter) arthritis, sleep disorders, irritable bowel syndrome, memory loss, aching joints and swollen bones and joints, high cholesterol, fatigue, tension, rash on feet and itchy red blotches on hands.